Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: event 6 despite doing everything the bd educators have suggested, these connectors leak, spray back and hold onto blood in the chamber. I was in the lobby a few days ago and had multiple patients who, unfortunately, had blood spray back on them and myself. Thankfully the lobby was not full and no other patients were involved. I have made sure everything is tight and connected snugly. I have also ensured, at bds request, that I am removing the flush, tubes and vacationers slowly, but nothing has fixed this problem. This is terrible for exposure, and the patients satisfaction with their visit. To add, I have flushed upwards of 10ml to clear the chamber of any remaining blood to no avail. The bd educators have said that we should flush first then draw, which I have done. However, any blood that flows through the connector stays there, despite flushing it appropriately. I would imagine that medications will also be retained there as well, which in the case of drugs that are incompatible would be dangerous. Blood is ejected back out as well as leaks back out. I spoke to the bd educators a few times in their recent visits and it just seems that their solution is to go at a very slow pace while working with the connectors to correct the issues, and that just does not seem safe, nor feasible at all. However, I have taken that feedback, utilized it, moved slower and the issues still remain.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.